Manufacturer narrative:
(B)(4). Date of event: unknown, captured as awareness date. Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? What is product code or lot number for the circular device that was used in the procedure? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the device was fired as normal with the green indicator illuminated which indicated the firing sequence had completed successfully. The surgeon did 2 full turns to remove the device. The anastomotic leak occurred while the patient was in hospital a few days later. The patient is on the road to recovery, but any long-term consequences are unknown. Procedure: unknown.

Manufacturer narrative:
(B)(4). Date sent: 02/07/2022. H6: health effect ¿ clinical code = gastrointestinal system (e10). Additional information was requested, and the following was received: what were the indications for surgery? Tumour/red flag. What surgical procedure was performed? Low anterior resection. What is product code or lot number for the circular device that was used in the procedure? Cdh29p ¿ lot number ? Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Consultant ¿ 3rd time firing device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Crunch of the washer and green tick. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full turns ¿ rep was present to ensure device was used correctly. Was there any difficulty removing the device? None at all. Was a complete transection of the white breakaway washer visually confirmed? Yes this was visible when the donuts were removed. Were the donuts inspected? If so, please describe. Yes, 2 chunky donuts achieved. Were there any issues noted with staple formation? None at all. Was a leak test performed? If so, what type and what was the result? Leak air test and no bubbles detected. Was the staple line visualized endoscopically during the initial surgical procedure? No. How many days postoperative did the leak occur? 4-5 days. How was the leak identified? The patient became unwell and the consultant inspected with a flex sig and detected an abscess which was drained and during the leak test a this time discovered a tiny pin hole at the staple line. What was observed at the site of the leak upon reoperation? As per above, I must add that the patient had a defunctioning ileostomy during surgery so the consequences of this leak were not as severe with this patient as compared to what could have happened if he was functioning how was the leak addressed? Abscess was drained twice. What is the current patient status? Patient is recovering well. He cannot attribute the cause of the leak to the powered circular.